Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient was asymptomatic. It was noted that the implantable cardioverter defibrillator could not be interrogated and premature battery depletion was suspected. A check a year ago indicated five years of battery life. The device was explanted and replaced. The patient was stable before, during and after the procedure.